Manufacturer narrative:
The device passed the displacement test, rewind and basic occlusion test. The device was unable to prime during prime test due to faulty force sensor resistor. The device was stuck in the motor error loop during bolus and basal delivery. The motor position encoder error alarm was unable to be verified in the alarm history, due to overwritten history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Excessive no delivery test and occlusion tests were unable to be performed because of motor error alarms. The device was received with cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked battery tube threads and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was 186 mg/dl. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.